Manufacturer narrative:
(B)(4).

Event description:
It was reported that 18 hours after catheter placement, the luer hub detached from the distal extension line. The event occurred in the pt's room. The pt was under sedation and the medical solution used as glucose. As a result the catheter was removed. A new kit was opened and placed successfully. There was no delay in treatment. No complications or death occurred to the pt.